Event description:
It was reported that this pacemaker was exhibiting farfield signal oversensing. Electrogram (egm) review revealed that intrinsic p-waves were similar in size to farfield signals, and technical services (ts) recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.